Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redx1890 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "reported by bedside nurse that morning chest x-ray showed PICC tip to be in innominate vein. I reviewed the 3cg result from the PICC insertion and there was a very high p wave elevation, externally the PICC was at zero, same as at time of insertion and because this didn¿t make sense, I obtained the chest x-ray to include the arm. The x-ray showed a loop or redundant loop. Patient needs the catheter for long term antibiotics at a long term facility. Line was replaced." Additional info. Received 08/05/2020: "what type of catheter securement was utilized? Statlock that was supplied with the PICC kit." "Placement date: (B)(6) 2020." "Was there patient harm reported? No."

Event description:
It was reported "reported by bedside nurse that morning chest x-ray showed PICC tip to be in innominate vein. I reviewed the 3cg result from the PICC insertion and there was a very high p wave elevation, externally the PICC was at zero, same as at time of insertion and because this didn¿t make sense, I obtained the chest x-ray to include the arm. The x-ray showed a loop or redundant loop. Patient needs the catheter for long term antibiotics at a long term facility. Line was replaced.". Additional info. Received 08/05/2020: "what type of catheter securement was utilized? Statlock that was supplied with the PICC kit". "Placement date: (B)(6) 2020". "Was there patient harm reported?: no".

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a loop in the catheter in the patient's arm is confirmed; however, the root cause could not be determined. One photograph of a chest x-ray was returned for evaluation. An initial visual observation of the photograph shows a chest x-ray that includes the arm in the image frame. The catheter is visible entering the arm and advancing up the arm. After a short distance into the arm the catheter loops on itself and continues advancing up the arm into the chest. While a loop in the catheter was clearly visible in the submitted photographs, inspection of those photographs was insufficient to identify the cause of the loop. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include catheter securement technique, placement technique, and patient anatomical features. No further action is required because the reported event could not be confirmed to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of redx1890 showed no other similar product complaint(s) from this lot number.